Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.